Event description:
It was reported that the ilet screen was cracked and the top half of the touchscreen became unresponsive, while blood glucose readings remained unaffected and the patient continued using cgm. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included customer interview and logistics review. Investigation of this device revealed physical damage to the display assembly resulting in partial loss of user interface responsiveness, consistent with a damaged screen component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.